Event description:
The device was sent in for service. Upon evaluation, the repair floor found it to run without user activation.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered on the motor and bearings. Corrosion within the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.